Event description:
It was reported a spectrum pump failed the downstream occlusion preventative maintenance test. The customer reported he received readings of "28.4 psi and 25.6 psi". It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom could not be reproduced, but was confirmed through physical inspection of the device. The current readings from the downstream sensor with a fluid filled set were above spec. Also the downstream pressure plate gap was found to be too narrow. The downstream tubing guide was replaced.